Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A medtronic representative reported that, while in a spinal fusion, the spine clamp suffered a deformation issue due to over torquing from the t-handle drive being used. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.